Event description:
It was reported that during an unknown procedure, the first device closed however would not re-open and the handle was stuck and would not release. The same thing happened to the second device. It is unknown how the case was completed. It is unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that six additional devices were received sterile, in good visual condition, and with a reload loaded in the jaws. The devices belonged to the same lot and batch number; one of them was opened and tested for functionality. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the patient impacted due to the event? Not answered. How was the case completed? Not answered. Were there any patient consequences? Not answered. Were the devices stuck on tissue? No. Was there tissue damage? If yes, how was the tissue repaired? Not answered. On what tissue type was the device used? Not answered. At what location on the tissue? Not answered. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Not answered. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Not answered. What color cartridge was being used? Not answered. What other color cartridges were used before and after this event? Not answered. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No device never fired. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No the analysis results found that the device (a) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened, fired and closed without any difficulties noted. The handles were noted to be in good condition. The analysis results found that the device (b) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened, fired and closed without any difficulties noted. The handles were noted to be in good condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.